Event description:
It was reported that the customer went to the emergency room and was hospitalized with a blood glucose of 535; cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.